Event description:
It was reported that 2 registered nurse and sitter present to place 12f foley catheter balloon. Patient had multiple foleys in the past, majority of which are 12f which seemed to be appropriate size for them. Foley placement went as usual. Catheter was inserted up to the y site. Supporting registered nurse attempted to inflate balloon with 10ml sterile water. While bedside registered nurse held catheter in place. Supporting registered nurse first felt resistance then suddenly water was pushed with ease. Catheter was pulled out until resistance was met. A minute or so later bedside registered nurse noticed catheter was further out than when initially placed. When gently pulled, catheter removed entirely with balloon deflated. Once removed, attempted to inflate the ballon and water leaked out the end of the catheter. Balloon assumed to have popped when inside patient. Catheter appeared to be otherwise intact. Foley saved with patient label to be given to management. Md notified of situation. Patient status otherwise unchanged and a new foley was inserted without issue. Per customer via phone on (B)(6) 2025, it was reported, old ballon burst and was returned, and new bag was received and no issues. Sample was sent.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked out of the eyelet, lumen to lumen leak present. Balloon rupture was not present. This is out of specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 2 registered nurse and sitter present to place 12f foley catheter balloon. Patient had multiple foleys in the past, majority of which are 12f which seemed to be appropriate size for them. Foley placement went as usual. Catheter was inserted up to the y site. Supporting registered nurse attempted to inflate balloon with 10ml sterile water. While bedside registered nurse held catheter in place. Supporting registered nurse first felt resistance then suddenly water was pushed with ease. Catheter was pulled out until resistance was met. A minute or so later bedside registered nurse noticed catheter was further out than when initially placed. When gently pulled, catheter removed entirely with balloon deflated. Once removed, attempted to inflate the ballon and water leaked out the end of the catheter. Balloon assumed to have popped when inside patient. Catheter appeared to be otherwise intact. Foley saved with patient label to be given to management. Md notified of situation. Patient status otherwise unchanged and a new foley was inserted without issue.